Event description:
It was reported to boston scientific corporation that during unpacking, the complainant noted that the external packaging carton of a wallflex enteral duodenal stent was damaged; the complainant did not open the package and inspect the device. There was no noted damage to the shipping container. There was no patient or procedure involved in this incident. Based on the investigation results, this event has been deemed non-reportable.

Manufacturer narrative:
A visual examination of the returned device found that the device was returned within the sealed inner pouch. The pouch was folded in half and the device was bent at the crease. The seals of the pouch were completely intact and the sterile barrier was not compromised. This was not consistent with how the complaint was originally reported which was packaging damage that possibly compromised sterility. A review of manufacturing documentation in the device history record found that all devices shipped from the specified batch conformed to product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. This event has been assigned the most probable root cause of handling damage.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking, the complainant noted that the external packaging carton of a wallflex enteral duodenal stent was damaged; the complainant did not open the package and inspect the device. There was no noted damage to the shipping container. There was no patient or procedure involved in this incident.